Manufacturer narrative:
It was reported that the device was deployed in a artery which was less than 5 mm in size. After pulling back 2 stops, there was a slight leak from the side port. When the physician removed the device, immediate arterial bleeding was noted. Due to the small vessel size the balloon may have not been able to firmly abut the arteriotomy when the sealant was deployed, resulting in the sealant being inadvertently deployed into the artery. The balloon's placement abut the arteriotomy provides both temporary hemostasis and a barrier to the ingress of sealant into the arteriotomy. Based on the information provided, the most likely cause of the reported event could have been from improper balloon placement during the hydrogel sealant deployment due to the small vessel size (vessel < 5mm.) Per the mynxgrip IFU "the safety and effectiveness of the mynxgrip has not been established in the following patient populations: pediatric patients or others with small common femoral arteries (<5 mm in diameter). Based on the information provided, the root cause of the occlusion could have been a result of the sealant mis-deployed into the artery. The review of the lhr (lot f1403601) indicated that the device lot met all established performance criteria prior to shipment. The device was not returned for evaluation.

Event description:
It was reported that a (B)(6) female patient underwent a peripheral interventional bilateral procedure on (B)(6) 2014. Access was obtained on the right side, at the mid top 1/3 of the femoral head, using a 6f long sheath. The long sheath was exchanged with a short 6f sheath. Peri-procedure, the patient was anti-coagulated with 5,000 units of heparin. The aci sales representative suggested using 50/50 contrast due to the artery being less than 5 mm in size, but the physician declined. Following the procedure, the physician who is a trained mynx user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. During the device deployment the physician pulled back 2 stops at which time a slight leak was noted from the side port. The physician pulled the sheath further with his left hand and pulled back on the balloon with his right hand. The physician then shuttled down, applied 30 second tamp, 30 second swell and removed the device at which time immediate arterial bleeding was noted. The physician asked for a hemostasis pad and applied firm adjunctive pressure for 20 minutes for hemostasis. During the hold, protamine was given to reverse the heparin. The aci sales representative suggested doing an angio of the right cfa (common femoral artery) from the contra lateral access site to ensure there was no sealant in the artery. The cfa was clear, however the mid sfa (superficial femoral artery) was occluded. 3,000 units of heparin were given and aspiration was attempted with an export catheter. It appeared that there were small bits of peg (sealant) and clot. Multiple attempts at aspiration were done and the occlusion migrated distally to the sfa trifurcation. Additional boluses of heparin were administered. Multiple attempts at aspiration were done with the export catheter and a 6f diagnostic catheter, but the occlusion remained. The patient was transferred to the care of the vascular surgeon and was sent to the or where a surgical cut down was performed and the sealant was removed with a fogarty catheter. The patient was hospitalized.

Manufacturer narrative:
Outcomes attributed to adverse event is being revised to include other serious (important medical events).